Event description:
It was reported that during a biliary stenting treatment procedure, the stent appeared too long. During an endoscopic retrograde cholangiopancreatography (ercp) procedure, a rx ws permalume 10x80mm biliary stent had been selected and advanced to treat an unspecified stricture in the common bile duct (cbd). The stent was not deployed as the physician felt the stent was "longer" than 8cm and was too long for the cbd. The device was removed from the pt. The procedure was completed with a unspecified type "10x6" stent. There were no pt complications reported with the pt's current condition listed as "stable".